Event description:
Report received from (B)(6) states: "sleeve issue, bad quality, soft and numerous bubbles. No patient impact."

Manufacturer narrative:
Product has been requested to be returned however it is not available for eval. Sterilization and lot history records were reviewed and no exceptions were found. Report 1 of 8.